Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an artificial urinary sphincter (aus) and an unknown male sling device. The aus and sling remain implanted and a new aus cuff was implanted.